Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s nurse stated the patient had pain and bleeding at the sensor insertion site. The patient was evaluated by his physician. No further details were provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.